Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately three weeks ago. Aneurysm and vessel morphology were not reported. It was reported that angiography done three days post implant and (B)(6) 2013 showed quick filling into the sac from the middle of the stent graft, which the physician believes was a type IV jetting endoleak. Another stent graft was implanted to successfully resolve the endoleak. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); lack of information (cause of endoleak is unknown). Conclusion: lack of information (cause of endoleak is unknown).